Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 323 pulses. No evidence was found that would result in a failure of the needle mechanism to retract the needle. The downloaded data returned no alarms. The device was reset and rerun and the device had no issues or failures connecting to the pdm. No abnormalities or issues were found with the rerun download data. A root cause could not be determined for the reported communication error. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose reached 149 mg/dl. The needle mechanism did not fully retract as intended during activation.